Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that tubes are breaking during centrifuge with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter, translated from (B)(6) to english: usually we do not encounter any problems in use, but in this case, some tubes break at the bottom after centrifugation. I checked with them the centrifugation speeds used, the centrifugation pad and the positioning of the tubes in relation to the center of the rotor, the temperature in the lab and storage, the absence of cracks before use.